Manufacturer narrative:
The company representative examined the system and was not able to replicate the reported event. The company representative then tested the system. The system met all product specifications. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. The root cause cannot be determined conclusively. (B)(4).

Event description:
A nurse reported that during cataract surgery, the footswitch presented problems and continuous irrigation was experienced even when the footswitch was disabled. The procedure was completed using the touchscreen on the console. There was no harm to the patient. Additional information has been requested.